Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and post procedure the bwi product analysis lab identified that a spline of the device was bent and broken with internal components exposed. During the procedure, the carto 3 system displayed error 105: magnetic sensor error when the catheter was connected to the patient interface unit. To troubleshoot the catheter was reseated without resolution. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the octaray nav device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed that a spline of the device was bent and broken with internal components exposed. Also, a cut in the tip area with internal components exposed was observed. No other issues were observed during the visual inspection. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device number lot 31207944l and no internal action related to the complaint was found during the review. The potential cause of the spline and tip damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. This issue is considered unrelated to the reported event. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded back toward the handle. Collapse the spines together using the insertion tube prior to insertion. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).